Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The mini trek mentioned is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. The mini trek balloon catheter was advanced to the lesion, with resistance noted, and ruptured during the first inflation at 8 atmospheres. The device was removed without issue. Then an nc trek was advanced to the lesion, with resistance noted, and ruptured at 10 atmospheres. The device was removed without issue. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. The procedure was completed with a 2.25mm nc trek. No additional information was provided.